Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was traveling and ever since they got to their destination on (B)(6) 2018 they have had issues, meaning they had experienced a loss of therapeutic effect. Syncing with the programmer showed stimulation was on. The patient increased stimulation and felt stimulation in the correct location. The patient was advised to monitor symptoms and was redirected to their healthcare provider if the problem did not resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.